Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of a retained reagent kit. Return testing was not completed as returns were not available. Trending review determined there were no trends for the complaint issue. Device history record review did not identify any non-conformances or deviations associated with complaint lot and issue. A retained reagent kit of the complaint lot was tested in a sensitivity setup including testing of two seroconversion panels. All specifications were met and no false non-reactive results were obtained. Additionally the seroconversion panel results were compared to the architect anti-hbc ii test results provided by the panel manufacturer. The lot detected the same bleeds as reactive. The results indicate that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbc ii reagent lot was identified in the complaint.

Manufacturer narrative:
Patient identifier = (B)(6). There was no additional patient information provided by the customer due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) alinity I (B)(6) and alinity I (B)(6) results on one patient being monitored for (B)(6) . The results provided were: on (B)(6) 2021 sid (B)(6) . The customer retested the sample, since the results deviated from the patient's historic results, and they were (B)(6). There was no reported impact to patient management.